Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer did not receive an audible low blood glucose alert as expected. There was no impact to customer's blood glucose level due to the alleged issue. Tandem technical support reviewed pump data and observed the alert declared, however the customer reported that the pump did not annunciate an audible alert. Reportedly, the pump continued to be used for insulin therapy.